Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number unknown / not provided. Reporter name and address unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reported that the implant located in dental position number #25 failed due to a fracture. The doctor confirms that the patient did not suffer any kind of impact with his health.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One (1) imp,tsv,3.7,10,mtx,mg was returned for investigation. Visual evaluation of the as returned product identified the implant collar fractured/cracked. Blood, debris inside drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth 25 (fdi) and was used for approximately 9 years, and 5 months. Device history record (DHR) review was completed for the subject lot number (61851293). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional fracture implant) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.